Manufacturer narrative:
Device evaluation: one device was received. The visual inspection found that the tamper seal was removed and the device was in good condition. During the functional testing, after running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause was found to be accuracy over delivery. The trim expulsor was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump over infused no patient involvement reported.